Manufacturer narrative:
Continue section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & silicone migration.

Event description:
Healthcare professional reported left side rupture, "contents and partial collapse of the inner capsule associated with siliconized content outside the outer capsule in the upper quadrants" (captured as silicone migration), calcification and nodules. The device remains implanted.